Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Corrected user facility health professional flag. Evaluation summary: (B)(4) helix disengaged from helical channel; full lead was returned for analysis. The helix will not extend due to being over-retracted.

Event description:
It was reported there was no capture, unacceptable thresholds, sensing difficulty, positioning difficulty and the helix was broken. The device was removed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.